Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is rupture and infection (early onset). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported that they experienced rupture which ¿have caused infections¿. The patient also reported anxiety for ¿stretched skin and that it¿s emotionally draining.¿ the device has been explanted. This report is for the left side.